Manufacturer narrative:
The account isolated the siderails and found the left siderail caregiver switch package caused the problem. The account replaced the switch package to repair the bed.

Event description:
The account alleged when the head up switch is pressed, the hi/low function will operate and vice versa.